Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that in (B)(6) 2021, ra safety switch activated, noise upon interrogation impedance tests in bipolar at 200 ohms, noise noted in atrial lead and evidence with isometric. Patient pacemaker dependent on atrial not ventricular, no report of syncope or pauses greater than 3 seconds evident. Atrial dipolar threshold less than 1 at 0.4 ms atrial sensing changed in unipolar with decreased sensitivity value. It was reported that on (B)(6) 2021, a new atrial lead implanted due to evidence of noise on the atrial lead and lead impedances less than 200 ohm but could be variable (110 to 300 ohms) and lead configuration had been reprogrammed unipolar for sensing and bipolar for pacing. Subclavian crush is suspected.